Event description:
Our rep is reporting that a patient presented themselves to the surgeon with shoulder pain 6 months post-operatively after an initial rc repair was performed in 2005. A second surgery was performed, and during the arthroscopic examination it was noted that one of the head, the distal portion of one of the original spiralok fixation devices was severed off, suture still attached and the construct still attached to the rotator cuff.

Manufacturer narrative:
Nothing has yet been received for evaluation, however, when the complaint device is received, it will be subjected to root cause failure analysis, and the results of said evaluation will be the subject of the follow-up report.